Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported "flames" were noted from the plug of the power cord. During an unspecified procedure, staff members noted "flames" coming from the plug end of the power cord. The device was disconnected from ac power; however, remained in clinical use operating on battery power until the procedure was finished. When the procedure was completed, the device was removed from clinical service. There were no reported adverse effects to the patient or staff. No medical interventions were required. During testing at the user facility, the biomedical engineer noted the end of the cord appeared melted and blackened. Though requested, no additional information was provided.